Manufacturer narrative:
Manufacturer¿s investigation conclusion: incidental finding: the power cables outer insulation was removed and the green residue was confirmed in both cables. The green substance appeared to be a result of accumulated moisture that reacted with the underlying shield/construction. All wires were measured for continuity and insulation and there were no compromised wires/insulation. The system controller, serial number (B)(6) returned for evaluation was functionally tested and was found to function as intended. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. The data log file was successfully retrieved and contained data recorded from 5sep2023 to 11oct2023. The system operated at the set speed with no interruptions and there were routine power cable disconnect alarms associated with power source exchanges and low voltage advisory alarms related to depleted batteries. The data captured on 10oct2023 at 14:33 suggested that the system controller was connected to fully charged batteries. The system operated with no alarms until 11oct2023 when at 3:01 there was a low voltage advisory alarm and the batteries were exchanged. The system operated with no active alarms until 15:44 when a low voltage advisory alarm associated with depleted batteries became active. The batteries were not exchanged and at 17:08 the system controller activated a low voltage hazard alarm. The data recorded at 17:34 indicated that both 14v batteries were fully depleted and the system operated supported by the backup battery. The system controller activated a power save mode, the speed decreased from 9600 rpm to the 9200 rpm (low speed limit). The last recorded entry, captured at 17:35, revealed the system was operating at 9200 rpm with no external power alarm active and supported by the backup battery. In conclusion, the atypical events captured at the end of the log file appeared to be related to fully depleted batteries which is also consistent with the clock not being set when the controller was received for evaluation. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate ii lvas instructions for use (IFU) heartmate ii patient handbook under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. Heartmate ii lvas IFU heartmate ii patient handbook both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away after being admitted with pulseless electrical activity and a nonfunctional left ventricular assist device (lvad). The controller returned for evaluation and it was found that the serial number label was no longer visible.